Event description:
Literature: bhatia s, zhang k, oh m, angle c, whiting d. Infections and hardware salvage after deep brain stimulation surgery: a single-center study and review of the literature. Stereotactic funct neurosurg. 2010;88(3): 147-155. Summary: this article described the incidence and management of infections in patients who received deep brain stimulation (dbs) between (B)(6) 1997 and (B)(6) 2008 in a single institution over the past 11 years. A database of 270 patients with 484 implants was used, with 56 unilateral and 214 bilateral implants. All patients were followed-up for at least 6 months. Infection was diagnosed by either adequate clinical or positive microbiological evidence. Incidence, clinical characteristics and management of infections were analyzed. The overall infection rate was found to be 9.3% by patients (n=25) and 6.8% by episode/implants (n=33). The median time of infection after implant was 64 days. Comorbidities were more frequent in infected patients. Infection rates decreased from 14.3% to 4.9% after (B)(6) 2003 when the surgeons began a low profile burr hole cap and extension and in the second stage of the surgery started tunneling in a manner that allowed connection of the extension wire with the electrode without reopening the previous frontal incision. Overall there were 19 frontal burr hole, 11 connector site and 14 internal pulse generator (ipg) site infections. Chronic skin erosion was the chief cause of hardware-related infection. Reportable event: a (B)(6) year old, male, patient, with parkinson's disease and coronary artery disease experienced a deep intracranial infection (meningitis) 1 day after implant. A culture came back negative. The patient received intravenous antibiotics for at least 6 weeks. See MFR report#3007566237201104171 for a copy of the literature article. See MFR report #3007566237201104203 regarding the patient's other dbs system.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information has been requested. A copy of this article can be obtained at www.karger.com/sfn. (B)(4).